Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018 (con); additional information received from the patient stated the weight was (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the pinching started after the lead revision and the pinching sensation goes away when the stimulation is turned off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for chronic low back pain, spinal pain. It was reported that the patient was experiencing slight pinching sensation on their right side after the leads were replaced. No additional symptoms, and no additional complications were reported for this event.